Event description:
During use of the device for a cardiopulmonary bypass procedure, the user reported that there was excessive drifts on saturated venous oxygen (svo2); drifts to 100%. As a result, an alternate device was employed. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to the patient.